Event description:
Attorney reported that as a result of the kugel patches being implanted the pt has incurred scarring, disfigurement and wrongful death damages. Attorney also stated "the kugel patches used in the plaintiff's hernia repair surgery failed, resulting in suffering, pain and harm".

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for eval or additional info becomes available.